Manufacturer narrative:
Correction: correct serial number of the explanted device is (B)(4); not (B)(4) as previously reported. (B)(4).

Event description:
Per the clinic, the device was explanted due to a "trauma to the device." No other information was provided, however, additional information has been requested. Reimplantation is planned but has not taken place as of the date of this report (B)(6), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).